Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a sleeve stuck in the problem area of the pipetter assembly. The fse replaced the tip clamps, an lld spring and a plunger clamp. The instrument was inspected, tested without further problem and returned to service.